Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 139 mg/dl at the time of incident. Customer stated that the insulin pump was not able to rewind. Drive support cap was flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, basic occlusion test and prime test. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No loose/protruded drive support disk. However, device received missing motor support disk.